Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6) has been listed in (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a staff member suffered a needle stick injury from a 23g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set with luer adapter because he/she had difficulty activating the safety mechanism. It is unknown if medical intervention was provided.

Manufacturer narrative:
Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.